Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker and competitor right atrial (ra) lead exhibited episodes of noise and oversensing. Boston scientific technical services (ts) reviewed device data noting evidence of an automatic lead configuration switch had occurred related to out-of-range pace impedance measurements. High frequency noise consistent with an external interference or minute mentillation (mv) sensor oversensing was confirmed. Ts provided suggestions for additional system evaluation. No adverse patient effects were reported.